Event description:
It was reported that pump home-screen was grey and patient was unable to read or interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.